Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The patient received a burn, which was treated with stitches. No procedural delay or adverse consequences were reported.

Manufacturer narrative:
D9: device was not received. B1, b5, per email, no serious injury reported.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The patient received a burn, which was treated with stitches. No procedural delay or adverse consequences were reported.